Event description:
According to the initial report, "this is to inform you that during last case of double valve replacement, on-x valve (B)(4) was implanted for mitral valve position and had a peculiar problem of obstructing lvot [left ventricular outflow tract], for which we had to explant the valve and replaced with another valve."

Manufacturer narrative:
A sample evaluation was performed on the returned on-x valve. Prior to decontamination visual examination of the valve shows leaflet and housing intact. No abnormalities observed with the valve assembly. After decontamination no evidence of visual anomalies in pivot location or on leaflets as assembled. Valve was disassembled and components were dimensionally inspected. The valve housing and leaflets were reassembled, functionally, and visually inspected per standard production processes. Valve passed dimensional, functional, and visual inspections. No deficiencies noted regarding this valve. The manufacturing records for the onxm-25 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The cause of the lvot obstruction is not known. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, reoperation or death. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "this is to inform you that during last case of double valve replacement, on-x valve (sn (B)(4)) was implanted for mitral valve position and had a peculiar problem of obstructing lvot [left ventricular outflow tract], for which we had to explant the valve and replaced with another valve."